Event description:
The battery was changed on the external pacer. The pacer failed to come on. The patient went into asystole and CPR was initiated. A new battery was obtained and placed in pacer. Pacer then resumed function. The patient was successfully resuscitated.